Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: lasso 2515 catheter (model# and serial# unknown); soundstar catheter (model# and serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Manufacturer narrative:
On (B)(6) 2014 lot#17029420m was provided as it was previously unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. Sound merge was conducted and the lasso 2515 navigational catheter was placed at the left atrium after brockenbrough. When the ablation was ready to be started and at the bottom of the left atrium by the smart touch catheter, the patient¿s blood pressure dropped. A pericardial effusion was observed slightly by a soundstar catheter but the patient was conscious and the blood pressure was stable. The physician continued the procedure with monitoring by the soundstar catheter and both the left pulmonary vein isolation (lpvi) and right pulmonary vein isolation (rpvi) were successfully completed. The blood pressure dropped again and the physician did not conduct to confirm isolation with medicine and cavotricuspid ishmus ablation. Pericardial drainage was performed and the patient was stable. The procedure was completed without further patient consequence. Additional information was received regarding the event. The physician believes that the event might have occurred during placing a non bwi sheath at the left atrium and not during ablation. Since bwi products were inside of the patient during the event, we are taking a conservative approach because we cannot exclude bwi products contributed to this event. There were no anomalies on the catheter before inserting and during the procedure. A transseptal puncture was performed. There was no information about hospitalization. Settings during the event include: generator at 25-30w.